Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. Cartridge change sequence was conducted at 12:23am on the morning of (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There were no erratic basal rate adjustments. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer consumed carbohydrates to address bg level. A recommendation was made for the customer to consult with the healthcare provider (hcp) regarding bg levels.